Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that mild paravalvular leak was observed following the implant of this transcatheter bioprosthetic valve. A second valve was implanted valve-in-valve, resolving the issue. It was reported there was difficulty releasing the second valve from its delivery catheter system and that a permanent pacemaker was implanted after the second device implant due to complete heart block; separate reports have been filed on those products. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.